Event description:
It was reported that during surgery a cancellous bone screw did not torque when being drilled through the plate and as a result the screw went beyond the plate. During the surgery, the surgeon placed the plate onto the patient and held it down with temporary fixation pins. A drill was used into the drill guide to make holes for the screws. The screws were drilled into the holes on to the plate through the double barrel guide at level c-3 on the left side of the plate. The screw did not torque and the screw went beyond the plate. The torque limiting handle was being used at all levels. Upon fluoroscopy x-rays, the surgeon viewed the screw and deemed it did not need to be removed. There was no time delay or patient harm reported. This is report 2 of 4 for (B)(4).

Manufacturer narrative:
Device has not been explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.